Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, including but not limited to material in use, abnormal loading of limb, design of device, improper size of device used. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed due to a broken polyethylene post.